Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4290664. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: this issue has already been addressed and not a new problem, although it is still occurring. It is not lot specific as we are still seeing the concern with the needles not retracting (or retracting very slowly). When john was here to pick up the affected catheters, he saw the lag time of the retraction of the needle. No injuries have occurred, but it could potentially cause a needle stick injury if the associate is not aware that the needle has not yet retracted when they go to pull it from the catheter.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4304285. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information